Event description:
It was reported that "revision of a triathlon pkr, femoral component loosening, as per surgeon".

Manufacturer narrative:
Additional information has been requested. And if available, it will be submitted on the supplemental report.